Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Surgeon did not want to provide any information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories in cpr0001 rev d. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "I had it done in 07. I should have not done this procedure! My surgeon even admitted it a few years later! And then I was diagnosed with barrett's esophagus from my "band" I had it removed and had gastric sleeve done. And best part is insurance would not pay for the removal and fixing my esophagus! So I had to pay 16.800 for my sleeve at a private surgery center! So me as a past band patient.. I do not recommend this! And wonder if "lap band" company is going to pay me my almost 17k back for fixing their screwed up device!! Not happy! But I have lost 100 lbs so far with sleeve!!! So lap band program? I'll give you my address to send my check too if you like!".